Manufacturer narrative:
The product was installed at the user site (B)(4) 2012. There has been no previous clinical complaints from the user site regarding this specific serial number since that time. The product device history record and service history was reviewed 08/27/2014 with no issues found. The treatment parameters reportedly used by the operator were within the treatment parameters as recommended by candela's treatment guidelines. Candela qa followed-up with the initial reporter to obtain additional information on the injury and on the clinic where the treatment was performed. Investigation is currently ongoing.

Event description:
A patient submitted a voluntary report to the FDA medwatch program (report no. Mw5036939). The patient reported an injury after receiving laser hair removal treatment on the legs. The patient reportedly had 3 laser hair removal treatments prior to this injury. The patient also reported that they had sun exposure 3 weeks prior to the treatment and explained it to the practitioner, who reportedly stated that treatment would still be fine. The practitioner proceeded with the laser treatment and the patient reported that treatment was painful. After the treatment, the patient reported that they went to urgent care after noting burns on the treated area.